Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an excision of neck mass on (B)(6) 2020 and the suture was used. During surgery, the pulling off of the suture needle happened when sewing the skin. A replacement device was used to changed another one to complete the surgery. No additional information could be provided.